Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, animas received notification, alleging an other (unusual issue) issue. There was no additional information available for this complaint. Animas customer technical support has made multiple attempts to follow up with the reporter to obtain additional information and was unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.